Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber is broken within the white tubing at 37.5 inches from the input connector, between input connector and control knob. The fiber does not exhibit signs of usage. The fiber was tested with hene laser fixture, aim beam is present at the break location. The outer sheath exhibits no signs of melting. Based on analysis the conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber was damaged, inside the tube. A second fiber was used to complete the procedure without clinical consequences to the patient. Analysis of the returned device has identified a break within the white tubing.